Manufacturer narrative:
Logs were requested to investigate the cause of failure. At this time logs have not yet been available for review. A follow up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer contacted spacelabs technical support to report that while monitoring telemetry beds on a xhibit central station, ten telemetry beds went offline for roughly thirty minutes. There was no patient or user harm associated with this event.

Manufacturer narrative:
The xhibit telemetry receiver (xtr) was received by spacelabs and tested. Following testing it was determined that the device had a faulty cpu pcba. The faulty part was replaced and returned to the customer.